Manufacturer narrative:
Actual device reported in complaint was not received. Retain samples from lot cf1030901 were tested and performed as intended. This complaint was not confirmed. Without actual device involved for investigation no further evaluation can be conducted.

Event description:
Air in line issues with tubing. Pumps were switched pumps but air in line issues continued. When nurse changed bag and tubing set, the air in line alarm stopped. Pt had missed one day (3 doses of medication.) No sets to be returned at this time. Pharmacy manager states, pt is okay and no patient injury.